Event description:
Facility reported that 15 minutes into hemodialysis treatment, the pt complained of severe back pain and shortness of breath. The pt was given 25 mg IV benadryl and oxygen at 2 l/min. Physician was notified of pt's condition. Blood pressure was 177/78, pulse 112. Pt's blood was rinsed back and pt was put on a different dialyzer. Treatment was resumed without further incident. The sample was discarded by the unit.